Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, black and green particles, fluids. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening. Based on the device analysis the final assessment is: a sharp edge opening on the posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: while tissue expansion may be a beneficial surgical alternative for many patients, it may not be appropriate for every patient, because it is a time and labor intensive process that may cause temporary discomfort and distortion. The surgeon is responsible for selecting appropriate candidates, and counseling those patients on the risk/benefit relationship. Before tissue expander placement, patients should fully understand the elective nature of the procedure, and be willing to comply with expansion process requirements to minimize the risk of complications. Allergan relies on the surgeon to advise the patient of all warnings, precautions, and adverse reactions before the decision to proceed with tissue expander placement and inflation. The surgeon should advise the patient that adverse reactions may interfere with the original surgical plan and that medical management may include premature explantation. Natrelle® 133 tissue expanders are temporary devices, and are not to be used for permanent implantation or beyond 6 months. Tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on patient tolerance, tissue tolerance, and desired tissue expansion. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported right side deflation of a tissue expander. Tissue expansion is not complete. Tissue expander implanted beyond six month timeframe. Device remains implanted.